Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1225714-2013-02282, 1225714-2013-02283.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on or about (B)(6) 2012 after the use of the product.